Manufacturer narrative:
Product code: dqx. Investigation / evaluation: no product or images were provided to assist in the investigation. However, during the course of investigation, a review of the complaint history was conducted. Per the complaint report, a cook liberator locking stylet was used in a procedure in which fluid built up around the heart and a perforation was observed in the patient's vasculature. Because the fluid build up occurred prior to use of the liberator and the liberator does not make contact with the portion of the vasculature in which the burn was observed, there is no evidence that this device caused the events in question. Because the device's lot number was not returned, manufacturing records for this device cannot be reviewed. Based on the information provided, we are unable to determine the root cause for the reported difficulty. Per the quality engineering risk assessment (qera), no further action is required.

Event description:
During a lead extraction procedure on the (B)(6) female patient, another manufacturer's 11fr tight rail was used on the a-lead and the v-lead. It was successful in taking out the a-lead. On the v-lead, they used a 11fr tight rail and a 14fr laser with outer sheath. While using the laser, the district sales manager (present at the procedure) noticed on the echocardiogram, that there access fluid built up around the heart. The anesthesiologist said the fluid was there prior to the case. The district manager (dm) indicated the fluid had accumulated more around the heart; however the anesthesiologist did not agree. Five minutes later at 5:23pm, the physician noticed the blood pressure significantly dropped to 52 over 38. At this time, the facility looked back at the echocardiogram and noticed excess fluid had built up and there was pleural fusion. At that point in time, the staff got a pericardiocentesis tray to drain the fluid around the heart and a cardiothoracic surgeon came in to cut the chest open. Another manufacturer's locking stylet was used on the a-lead and v-lead. On the a-lead the locking stylet pulled out of the lead while trying to extract. At this time a cook liberator locking stylet was used to channel down the a-lead and locked distally. The physician indicated there was a burn hole at the svc and ra junction. No additional information has been provided regarding patient outcome.